Manufacturer narrative:
DHR review is required for all reportable events. The initial MDR was submitted without reference to a DHR. Device/batch history record review showed the following results: the lot number was built (B)(4) on pbbcs line 1 on march 3, 2016 and finished the same day. 1 non-related (B)(4) (bevel orientation oos) was initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan. Inspections in regards with foreign matter were performed at various stages during production and all passes per specification. No other findings were discovered.

Manufacturer narrative:
Bd received two samples from the customer facility for investigation. Based on the visual inspection/evaluation of the samples, bd observed an unidentified black material on the female luer. Bd is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate.

Event description:
It was reported that the ends of a 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set luer were dirty. No serious injury or medical intervention reported.